Event description:
Catheter placed for chemotherapy administration. Pt presented to the hospital on 11/18/94 after chest film revealed tb in svc, right atrium, and ivc. Internal portion removed percutaneously by an interventional radiologist. External portion removed by surgeon with local anesthesia.